Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The 2.75x18 xience prox device referenced is being filed under a separate medwatch report number. The xience prox is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a heavily tortuous, moderately calcified proximal circumflex(cx) artery with 50% stenosis at ostial lcx and 70% stenosis mid lcx. Pre-dilatation was performed with a non-abbott balloon dilatation catheter (bdc) at the proximal to distal lcx. Then a 2.25x28mm xience prox stent delivery system was deployed on the distal end of the lesion first at 8 atmopsheres (atm). Then a 2.5x33mm xience prox sds was deployed at the mid lcx in an overlapping fashion at 10 atm. Then it was attempted to advance a 2.75x18mm xience prox sds to the ostial-proximal lcx but it failed to cross due to the lesion and resistance with the anatomy was felt during removal. Further pre-dilatation with a 2.75x15mm nc trek bdc and a 2.75x12mm nc trek bdc was performed. The sds was re-inserted and advanced but still failed to cross due to the anatomy. An additional attempt with a 2.75x12mm xience prox sds was performed but failed to cross due to the anatomy and resistance met with the lesion during removal. It was decided to complete the procedure with balloon angioplasty and no further intervention was done. The final angiogram appeared satisfactorily. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.